Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Svn: (B)(4). Start date of the sensor: (B)(6). 2020. Start hour of the sensor: 00. Sensor start missing reason: location of sensor insertion: belly. Date of sensor alert: (B)(6) 2020. Hour of sensor alert: 00. Sensor alert missing reason: (B)(6) 2020. 17:29:33 pst ice batch user (batch_ice) phone (B)(6). Complaint: (B)(4). Complaint status: in process. Mdt initial contact: (B)(6). Taken by: (B)(4). Crossed ref po (B)(4). Inquired what led up to the complaint. Customer response: suspend on low event last night. The cust was not hypo, but the sg would stop the delivery. (B)(4) suspend on low/suspend before low t/s per (B)(4). Adv to confirm current bg with a fingerstick. Explained alarm. Customer questions why alarm was triggered when bg was above suspend setting. Explained suspend on low/suspend before low is triggered by the sg being below the preset amount. Customer's outcome pertaining to the complaint: continue troubleshooting. Ship: nothing / return: nothing - initial notes: they have noticed issues in this lot as the sensor values are low when they arent low. The pump would suspend delivery so their bg would raise. Bg 295 - sg 55 inquired what led up to the complaint. Customer response: sg vs bg. The pump has suspended the delivery overnight due to the sensor values. Enlite sg vs bg t/s per (B)(4). Adv it is best to focus more on trends (direction and speed of sg readings) and less on individual glucose numbers. Adv sensor glucose readings will rarely match bg meter readings because of how glucose travels through the body. Adv larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Adv the higher the bg value, the greater the potential for a difference between sg vs bg. Adv on average sg vs bg differences should remain under 20% over the life of the sensor. Insulin delivery was suspended due to sg vs bg difference. Sg value that triggered the suspend on low/suspend before low event: 55. Low limit in sensor settings: 60. Bg value associated with the triggered suspend event: 295. Offered to review site selection, taping, insertion and calibrations. Customer declined to review. Explained common contributing factors include, non-optimal insertion, site location, taping, and timing of bg entries. Customer reports difference is occurring with the current sensor. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: no findings. Adv to wait at least 1 hour and consider using alert silence feature during waiting period. Adv if bg values are stable (they have not eaten or delivered bolus) to calibrate. Otherwise, wait an additional hour before calibrating. Adv to monitor and change sensor if issue persists. Customer's outcome pertaining to the complaint: rpl box of sensors ship: 1 mmt-7008a/return: nothing (B)(6). Input date: (B)(6) 2020 warranty start: 00/00/0000 warranty end: 00/00/0000 batch - k209p. The customer reported via phone call that inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 295 mg/dl and sensor glucose was 55 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 60 mg/dl. Auto mode status is unknown as it is unknown what insulin pump model the customer uses, no harm requiring medical intervention was reported. The sensor will not be returned for analysis. Frn-unk-rsvr, unomed set, mds-unk-xmtr.